Event description:
It was reported that the pt was undergoing a transfusion, and during the procedure, he began to experience pain and a hematoma was noted in the area of the left axilla. A chest x-ray was taken and it was noted that the catheter had separated from the port. The catheter and port were removed and replaced without any complications.